Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that her husband had a high blood glucose. Customer had taken insulin through a bolus. Customer got sick and was taken off the insulin pump. Customer treated with a manual injection. Customer's blood glucose was 545 mg/dl. Customer stated that they have a back-up plan. Customer gave 2 manual injections and does not feel okay to troubleshoot. Customer had a low reservoir alert in the alarm history and found that the cannula was bent and occluded. Customer stated that the site was not sore or irritated. Customer was advised to do a complete set change.